Event description:
The customer states the unit did not power on until he unplugged and plugged the battery back in. The customer reported that the unit was not in use on patient. The customer contacted product support and determined customer is not able to reproduce the issue. Unit seems to function as intended. Product support advised customer to perform performance verification test (pvt) before returning unit to service. The customer unplugged and plugged the battery back in and the unit powered on. The customer could not duplicate the issue after reconnecting the battery.